Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the presence of thrombus. A large thrombus formation surrounding the rotor inlet section and a small thrombus ring surrounding the inlet bearing cup and ball were found upon disassembly of the pump. These thrombi were likely a single formation prior the disassembly process. Both thrombus formations had areas of denaturation and appeared to have formed in laminated layers, indicating that they developed in this location over an undetermined amount of time while the pump was operating. The thrombi were obstructing approximately 60-70 percent of the blood flow path and could have contributed to the reported elevations in the patient¿s lactate dehydrogenase level. Two small tissue-like depositions were also present in the proximal-side of the outlet stator; however, these depositions did not appear to have formed in the outlet stator, as indicated by its lack of laminated layering and adherence to the blood-contacting surfaces. Furthermore, the depositions did not appear to have been present in the pump while it was in operation, as they lacked areas of denaturation and no contact marks were observed on the outlet portion of the rotor or outlet bearing cup. The evaluation could not conclusively determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended during this testing. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. Reference MFR report # 2916596-2016-00845 for the report of the patient's previous admission for suspected pump thrombosis. (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was previously admitted for evaluation of pump thrombosis due to power elevations and an elevated lactate dehydrogenase (ldh) level. The patient was treated with bilvalrudin and was discharged, although power elevations continued intermittently. On (B)(6) 2016, it was reported that the patient was admitted with an ldh level in the 600 u/l range. Bivalirudin was started and the patient's ldh level decreased to the 400 u/l range. The patient was reported to be in stable condition. On (B)(6) 2016, the patient underwent a pump exchange. No further information was provided.